Event description:
On (B)(6) 2010, stryker pvg learned of an adverse event in the literature: birke et al, 'preliminary experience with the combined use of recombinant bone morphogenetic protein and bisphosphonates in the treatment of congenital pseudarthrosis of the tibia', published in j child orthop (2010) 4, 507-517. In the article, the authors report that a (B)(6) female pt with neurofibromatosis type 1 (nf1) experienced persistent non union after receiving op-1 for pseudarthrosis of the tibia. Additional info was requested from the authors on 12/08/2010 and 12/15/2010. On 12/16/2010, the corresponding author notified stryker pvg via email that he would be unable to provide additional info regarding the pts in the article. No further info is expected.